Event description:
The device was returned due to there being dead pixels on lcd screen and the keypad start/stop button being stuck. The results of the investigation found that the downstream occlusion (dso) seal was detached. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal and a defective printed wire assembly (pwa) board. The dso seal, pwa board and motor were replaced to fix the issue.